Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that the closure device was tilted. The patient underwent a left atrial appendage (laa) closure procedure, where a watchman ® laa closure device was implanted. At the patients 45 day follow-up a transesophageal echocardiogram (tee) was performed and the closure device appeared to be tilted. There was no flow around the closure device and a complete seal was present. No patient complications were reported and the patient is remains in stable condition and is doing fine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the closure device appeared to be "canted" on the tee and there were no leaks around the device. The physician felt that the patient's anatomy may have caused the closure device to become "canted."